Event description:
Our youngest daughter has type 1 diabetes. We continue to have issues with her insulin pump, the omnipod 5. We have had 9 pump failures. When we call in for help, the calls take anywhere between 1-2.5 hours (or longer). The individuals on the phone are difficult to understand as they do not speak english without a foreign accent. One individual who I spoke with for over an hour was mumbling, and I finally asked to speak with someone else. When handling the device for the pump, you do not want to put any of the information in incorrectly as it can result in death to our child if her insulin is administered incorrectly. They do not really seem to care too much about this at omnipod. After having 9 pump failures, we have been told they would give us 8 replacements. We have only received 4 of them. To get those 4 pumps, meant being on the phone over 2 hours 3 different times with multiple people. I asked for a supervisor to call me but have never received a call. I have filled out two on-line forms requesting assistance and phone calls in hopes that would be a better way to get the additional pumps that we need. Still, no call and no pumps. Our insurance company will not allow me to fill our pump prescriptions early, which means if we run out of pumps (which we will) she will have to go without her insulin pump for many days. Omnipod does not care. Switching between injections and insulin pumps is never advised, as it can cause really high blood sugars and low blood sugars, which can result in organ damage and also death. Omnipod needs to treat patients with kindness. They need to take diabetes seriously. When their product fails, they need to replace it. They also need to get representatives who speak clearly. I have some hearing loss, so when someone has an accent, and they are also mumbling it is quite impossible for me to hear them well. From the sound of things, they are outsourcing their calls to (B)(6). I don't think that is fair for their us clients, at all. I feel strongly that it also increases the chances of complications with the pump. If they are going to be in the business of supporting individuals with diabetes, then they need to stand behind their product, replace pumps that fail, make sure their clients have access to the products as they need them, make sure their clients are able to understand the person speaking with them, and communicate clearly to all clients. Diabetes is a life threatening, lifelong condition. It's not something you can take your time with. It's not an illness that goes away or gets better. For those with type 1, they did not cause this illness. To treat them the way that omnipod chooses to treat their clients, it's unethical. Please also keep in mind the cost of these devices. We paid (B)(6) to start using a pump. We pay over (B)(6) for a month supply of pumps (that is 10 pumps per month). (This is our cost with insurance. We can't afford to just order more out of pocket.) We are paying less right now due to our deductible being met, but that is not justification to charge us more of their pumps failing. We throw away the pods once they fail. I can give you a lot of information on the pumps/pods. I don't have the exact date of one of our calls with omnipod, but I am sure I can call my phone company and get them. I can send you links to their website, as well as pictures of the pump our daughter uses. We are desperate for her diabetes management to be easier and more accessible, which is why we are reaching out. Please help us and other families. Diabetes is a horrible disease, and a cure is long overdue. Reference reports: mw5118060, mw5118061, mw5118063, mw5118064, mw5118065, mw5118066, mw5118067, mw5118068.